Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 27.5 cm distal to the is4 connector pin (into 2 segments). An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The conductor coil was found fractured 44 cm proximal to the lead tip. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This lv lead was explanted due to fracture with pacing impedance greater than 3000 and no capture at 7.5v @ 1.0 ms. No adverse patient events were reported. Should additional information be received, this file will be updated.